Manufacturer narrative:
During evaluation, the following were found: error b30 coming on monitor screen intermittently due to faulty scope socket and low voltage switching device printed circuit board. Error e103 (clv lamp ignition failure) coming on monitor screen intermittently due to faulty xenon lamp, dust inside the unit need to clean, tank socket found corroded and power switch noisy. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source had a b30 (scope communication) error. The issue was found during preparation for use for a diagnostic endoscopy procedure. The procedure was completed with a similar device without any delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: d8 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that scope communication error intermittently displayed on the monitor screen due to faulty low voltage switching device and printed circuit board. Olympus will continue to monitor field performance for this device.